Event description:
It was reported that the atrial lead exhibited high rate episodes with intermittent undersensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.